Event description:
The issue reported by the caller involved their pump screen being dark and not turning on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to attempt troubleshooting steps, which were unsuccessful, as the screen did not turn on despite various attempts. A replacement pump was arranged by technical support since the existing one was out of warranty. The caller expressed interest in obtaining an out-of-warranty loaner pump and planned to use manual injection therapy to maintain insulin delivery during this period. The caller was advised about the updated software on the replacement pump and the necessary steps upon receiving the loaner pump, which they understood and acknowledged.